Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("uterine menstrual hemorrhaging / abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 581528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's past medical history included abdominal pain, blurred vision, hypertension, swelling face, sore throat, dizziness, chest pain and hives. Concurrent conditions included overweight, multi gravida, abortion and parity 2. Concomitant products included ondansetron (zofran), paracetamol (acetaminophen) and triamterene. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse);"), fatigue ("fatigue"), mood swings ("mood swings"), urinary tract infection ("uti"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), vision blurred ("blurred vision"), weight increased ("weight gain") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), menstrual disorder ("menstrual hemorrhaging"), device allergy ("allergic reactions"), rash ("skin rash") and alopecia ("hair loss"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, device allergy, vaginal haemorrhage, rash, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, urinary tract infection, cystitis, migraine, headache, nausea, depression, anxiety, vision blurred, weight increased and uterine prolapse outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, uterine prolapse, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pregnancy test - on (B)(6) 2006: negative e-sure devices were placed without difficulty on each tube. On the right side four coils were visible after placement. On the left side three coils were visible after placement. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events blurred vision, mild headache and vaginal bleeding, nausea, skin rash, itching, diarrhea, uterine fibroids most recent follow-up information incorporated above includes: on 21-may-2018: pfs+mr received, reporter added, concomitant condition added, lot number added, events added as:- abnormal bleeding (vaginal,); allergic or hypersensitivity reaction: skin rash; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); failure to occlude (close) fallopian tube(s); fatigue; hair loss; mood swings; uti, bladder infection; migraines / headaches; nausea; depression, anxiety; rashes or skin conditions: skin rash; blurred vision; weight gain; other injury(ies) or complication:uterine prolapse. Follow-up 1 and 2 processed together on (B)(6) 2018: medical records- all relevant medical history, concurrent condition and concomitant medication were added. Follow-up 1 and 2 processed together incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("uterine menstrual hemorrhaging / abnormal bleeding (menorrhagia)") in a 25-year-old female patient who had essure (ess205) (batch no. 581528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failuare to occlude fallopian tube". The patient's past medical history included abdominal pain, blurred vision, hypertension, swelling face, sore throat, dizziness, chest pain and hives. Concurrent conditions included overweight, multi gravida, abortion and parity 2. Concomitant products included ondansetron (zofran), paracetamol (acetaminophen) and triamterene. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced rash ("skin rash") and hypersensitivity ("allergic or hypersensitivity reaction:"). In january 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse);"), fatigue ("fatigue"), mood swings ("mood swings"), urinary tract infection ("uti"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), vision blurred ("blurred vision"), weight increased ("weight gain") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), menstrual disorder ("menstrual hemorrhaging"), device allergy ("allergic reactions") and alopecia ("hair loss"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, device allergy, vaginal haemorrhage, rash, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, urinary tract infection, cystitis, migraine, headache, nausea, depression, anxiety, vision blurred, weight increased and uterine prolapse outcome was unknown and the hypersensitivity had not resolved. The reporter considered alopecia, anxiety, cystitis, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, uterine prolapse, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pregnancy test - on (B)(6) 2006: negative e-sure devices were placed without difficulty on each tube. On the right side four coils were visible after placement. On the left side three coils were visible after placement. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events blurred vision, mild headache and vaginal bleeding, nausea, skin rash, itching, diarrhea, uterine fibroids quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("uterine menstrual hemorrhaging / abnormal bleeding (menorrhagia)") in a 25-year-old female patient who had essure (ess205) (batch no. 581528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failuare to occlude fallopian tube". The patient's past medical history included abdominal pain, blurred vision, hypertension, swelling face, sore throat, dizziness, chest pain and hives. Concurrent conditions included overweight, multi gravida, abortion and parity 2. Concomitant products included ondansetron (zofran), paracetamol (acetaminophen) and triamterene. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced rash ("skin rash") and hypersensitivity ("allergic or hypersensitivity reaction:"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse);"), fatigue ("fatigue"), mood swings ("mood swings"), urinary tract infection ("uti"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), vision blurred ("blurred vision"), weight increased ("weight gain") and uterine prolapse ("uterine prolapse"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), menstrual disorder ("menstrual hemorrhaging"), device allergy ("allergic reactions") and alopecia ("hair loss"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, device allergy, vaginal haemorrhage, rash, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, urinary tract infection, cystitis, migraine, headache, nausea, depression, anxiety, vision blurred, weight increased and uterine prolapse outcome was unknown and the hypersensitivity had not resolved. The reporter considered alopecia, anxiety, cystitis, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, uterine prolapse, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pregnancy test - on (B)(6) 2006: negative e-sure devices were placed without difficulty on each tube. On the right side four coils were visible after placement. On the left side three coils were visible after placement. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events blurred vision, mild headache and vaginal bleeding, nausea, skin rash, itching, diarrhea, uterine fibroids. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received. Event hypersensitivity was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.